Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparotomy gastric bypass procedure. It was reported that the device was working properly and then there was a solid tone emitted from the harmonic scalpel. After several attempts at opening the jaws and cleaning the instrument, the lcsc5 would not work. The scrub tech tried the test tip on the handpiece and it worked properly. The lcsc5 was removed from the field and replaced with another device to complete the case. There was no pt consequence. The or time was extended by 10 minutes.